Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. In turn, surgical intervention may occur to address the issue.

Event description:
Follow-up information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section h6-adverse event problem: medical device problem code-2885-battery problem should have been selected instead of 1483 - premature elective replacement indicator in the previous report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.